Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure using a 23mm sapien 3 ultra resilia valve, the sheath was inserted without resistance and then the delivery system was inserted and the delivery system catheter cracked releasing flush from the crack. The resistance was attributed to angulation of the sheath. It was advised by the field clinical specialist that the sheath be pulled back slightly to reduce the severe angulation contributing to the resistance. After the crack of the ds, it was advised by the rep to remove the entire system (sheath, ds, valve) as one unit as to prevent stripping of the valve. The physician declined to exchange or remove the sheath at that time and requested a new delivery system and valve. A second delivery system, prepared per instructions for use with a new valve, was inserted into the existing esheath, at which point resistance was again encountered. Fluoroscopic imaging of the sheath demonstrated that two valves were visible within the sheath. At that point, the sheath, delivery system, and valves were removed together as a single unit, as initially recommended. A new sheath was introduced and internally dilated up to 18 french. A new delivery system and valve were subsequently inserted, and the valve was successfully deployed. The patient remained stable throughout the procedure. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing.